Event description:
The consumer reported that they had no stimulation. It was reported that the patient did not feel stimulation on their right side. There was a report that they stopped feeling the stimulation on (B)(6) 2016. This occurred after the patient went to turn their therapy back on after a MRI scan that they were supposed to have which was reported to be not related to the device. The patient didn't actually have the scan since the MRI equipment was too strong. No trauma or fall was reported that could be related to the issue. When the patient checked their implantable neurostimulator (ins) with the programmer, it showed that the stimulation was on. The issue with lack of stimulation on the right side had been ongoing since implant. It was reported that the patient had their healthcare provider (hcp) make adjustments 3 times previously and they would feel stimulation on the right side for a bit but then lose it again. Relevant medical history includes non-malignant pain and chronic low back pain.

Manufacturer narrative:
The initial reported was the patient. Information corrected from the initial and provided.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.